Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has three leads, and two of them are from the same lot. Device 1 of 2. Reference MFR report #: 1627487-2015-07032. It was reported, the patient had the permanent implant procedure on (B)(6) 2014. While in the recovery room, the patient had additional bleeding at the midline incision site. As a result, the patient was taken back into surgery to have the incision opened and cleaned. In turn, the bleeding was stopped and the issue was resolved.